Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure the cuff was downsized. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.